Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and did not duplicate the condition. The unit passed self-testing.

Event description:
The customer reported that an 840 ventilator generated a screen block alert. The ventilator was not on a patient at the time of the event.